Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction with a ce med height te 650cc tissue expander and experienced postoperative left-sided deflation. The deflation was observed on (B)(6) 2021. As a result, the patient underwent removal and replacement with a 610cc mentor memoryshape breast implant (catalog #: 3341354, serial #: 7323879-019) on 26-mar-2021. Upon explantation, the device was damaged inadvertently. However, the deflation happened prior to the revision surgery.

Manufacturer narrative:
On 26-may-2021, the suspected medical device was returned for evaluation. On 16-jun-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed two tears (a and b) on the posterior aspect. Tear a measured approximately 3.0 cm and tear b, 1.3 cm. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found. For tear a, the striations length measures approximately 0.5 cm, and for tear b, striations were found in the whole area of the rupture. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. The cause in the remaining area of the tear a could not be identified. Based on the information currently available, microscopic examination of the returned product indicates that the expander could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).